Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of infusion set kinked cannula on 15-feb-2025. The event occurred within three or more hours after insertion. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6009178 have already been previously tested in the 2144777 on 18/may/2025. Test results: the reference samples were visually inspected and tested for flow all test results were within specifications as per the test report database 2144777 complaint test report. Device history record (DHR) review: the lot 6009178 was manufactured according to the work instruction (wi) version 117 manufactured in the line 8, on 26/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 22/may/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6009178 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.